Event description:
It was reported to manufacturer that the vns patients device revealed high lead impedance recently from an unk type of diagnostic test. Attempts to obtain additional info from the treating physician regarding the event are underway. The pt subsequently had surgery where the lead and generator were replaced due to a reported lead discontinuity. The explanted generator and a portion of the explanted lead have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.